Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the atb45, with a tr45g, jammed during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.